Event description:
Customer reported receiving erratic glucose readings from their freestyle freedom meter. Customer also reported one episode of loss of consciousness while cooking dinner. Paramedics were called and treated customer with glucose and food. There is no report on diagnosis; an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow up report will be filed once investigation results are available.